Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged headaches and difficulty breathing/short of breath.there is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing.a follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issue related to a CPAP device's sound abatement foam and alleged headaches and difficulty breathing/short of breath. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on nov 04 , 2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issue related to a CPAP device's sound abatement foam and alleged headaches and difficulty breathing/short of breath. There was no report of patient harm or injury . The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation manufacturer observed the setting in the device for the humidifier was set to 0. Pil observed several scuff marks on the front of the device. Brownish dust-like contamination was observed throughout the exterior of the device, top cover, bottom enclosure and both side panels. A heavy amount of dust-like contamination was observed on the ui panel underneath the control knob.a brownish dust-like contamination was observed on the interior side of the top cover, on the pca, on top of the blower cap, on the blower motor and iso port. A petroleum jelly looking substance was observed on the blower bellow. A dust-like contamination was observed along the bottom of the right side panel and on the humidifier cable. Evidence of liquid ingress was observed on the blower housing. Observed sound abatement foam stuck to the bottom of the blower housing. Using a known good power supply and power cable, manufacturer verified the base unit provided airflow.the device's downloaded event log was reviewed by the manufacturer and found 2 errors. The manufacturer concludes there was evidence of sound abatement foam degradation, observed dust/dirt contamination in the airpath, also unable to confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. Manufacturer was unable to directly address the symptoms outlined in the complaint. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid have been updated.